Event description:
Sometime in 1990 a malleable device was implanted. On 1/02/97 the malleable device was removed from the pt and another device implanted due to pt dissatisfaction not rigid enough and was not desired result.